Event description:
It was reported that "on (B)(6) 2025, the patient underwent emergency laparoscopic appendectomy for acute appendicitis. During the procedure, weck544240 clips were used for hemostasis, and the surgical field was clear with no bleeding at the end of the procedure. On the evening of (B)(6) 2025 and the morning of (B)(6) 2025, the nurse noticed an excessive amount of bloody fluid in the abdominal drainage. On (B)(6) 2025 at 8:33 am, a second laparoscopic abdominal hematoma evacuation procedure was performed. During the procedure, it was observed that the clip at the appendix mesentery had detached, causing vascular bleeding. The site was sutured using a suture needle". No patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.